Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer reported that the device rebooted during a lower extremity bypass procedure causing a 15-minute delay to patient care. Customer stated the device was operational once the reboot process was complete. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's logs and found a 6-minute gap of information with no apparent cause for the unexpected reboot. A field service engineer was dispatched to inspect the device. The field service engineer determined the station's all-in-one unit required replacement. All-in-one replaced to resolve. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer reported that the device rebooted during a lower extremity bypass procedure causing a 15-minute delay to patient care. Customer stated the device was operational once the reboot process was complete. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer reported that the device rebooted during a lower extremity bypass procedure causing a 15-minute delay to patient care. Customer stated the device was operational once the reboot process was complete. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from 22-may-2021 to 22- may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system rebooted unexpectedly without permission. The field service engineer found that the issue due to defective aio (all-in-one). Replaced the aio, and the system booted up. The system functioned as intended after the field service engineer troubleshot the device.